Event description:
Biolitec laser was being used on a patient when the tip of laser wire broke off inside patient during an ureteroscopy procedure. Physician was able to retrieve tip and there was no harm to the patient.